Event description:
It was reported that during a da vinci-assisted paraoesophageal hiatal hernia surgical procedure, the customer encountered an error on the e-100 generator. The customer moved the vessel sealer (vs) instrument to the integrated electrosurgical unit (iesu/erbe). Intuitive surgical, inc. (Isi) technical support engineer (tse) recommended the customer to depress the e-100 power button for 3 seconds. The customer would power cycle the generator at the completion of the procedure.

Manufacturer narrative:
Based on the claim against the product by the customer noting erbe error, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse could not reproduce the issue, but replaced the e-100 generator to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The e-100 generator was analyzed and the reported failure was replicated/confirmed. The e-100 was installed into the test system and intermittent errors showed up when sealing. This complaint is considered a reportable event due to the following conclusion: the electrosurgical generator unit (esu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup esu. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.